Manufacturer narrative:
No device/components were received at the time of filing. Manufacture date was not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a universal drill guide drill stop being used with a navigation system. It was reported that intra/peri-operatively during the verify instruments task of a cervical spine procedure, the drill stop was incredibly hard to move up and down to lock and unlock and when the drill bit was in the drill stop it was incredibly loose and kept falling. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
The drill stop was returned to the manufacturer for analysis. Analysis via functional testing and visual/physical examination confirmed the reported issue. There was a mechanical failure; specifically the ring on the drill stop was very tight when pushed toward the open end of the drill stop. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information. The site used the same drill stop through the case, the scrub tech just had a hard time locking it but eventually got it each time.